Manufacturer narrative:
No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per): the information in the per was received in (B)(6) language and translated to english using google translator. The incident description section states that on (B)(6) 2015 the patient was admitted in the hospital due to a per subtrochanteric fracture of the right femur. On (B)(6) 2015 a total hip prosthesis (allofit it cup with a revitan stem) was implanted. On (B)(6) 2017 a revision was performed due to pain in the proximal femur. During revision a fracture at the proximal end of the distal part of the stem was detected. All implants were sent immediately for bacteriological check-up. After return from the lab the broken implant was handed over to the zimmer representatives. Review of received data information from the sales representative. An e-mail received on (B)(6) 2017 reports about the patient information. More, it is stated that the patient had a fall in the garden and suffered a per-trochanteric fracture. Surgical reports of implantation and revision were not received. Review x-rays. There are x-rays at hand taken before revision surgery on (B)(6) 2017 (two views) and after revision surgery on (B)(6) 2017 (one view). The ap x-ray taken before revision surgery on (B)(6) 2017 exhibits the proximal part of the revitan stem slightly tipped medially. On the lateral side of the proximal stem part the border of the femoral cavity is visible, probably indicating the original position of the stem. It seems that the trochanter major is deformed and displaced to cranial. There is an inhomogeneous bone structure on the medial side of the proximal stem part and proximal region of the distal stem part. Heterotopic ossifications are noticeable in the periarticular region. The second view taken before revision surgery on (B)(6) 2017 exhibits osteolytic cavernous bone defects in the area of the proximal stem part. The trochanter major seems to be deformed and displaced to cranial and there are heterotopic ossifications noticeable in the periarticular region. There are periosteal bony appositions in the area of trochanter major and minor. Both x-rays taken before revision surgery show a cerclage wire around the distal part of the revitan stem. The x-ray taken on (B)(6) 2017 shows the situation after revision surgery. Devices analysis. Visual examination. The connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 2 mm below the proximal end of the distal part. The fracture surfaces show a fatigue fracture with the origin on the lateral side. On the medial side there are zones polished to a shine on the fracture surfaces. Almost the entire edge of the proximal fracture surface is polished and deformed. On the distal fracture surface several scratches can be observed. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. The proximal fracture part of the connection pin is still assembled to the proximal part of the revitan stem. The connection pin shows a narrow, approximately half circumferential stripe with a maximum width of approximately 1 mm. Closer inspection of the stripe with the microscope ((B)(6)) revealed smeared metal. Adjacent to the stripe joins the original surface followed by the blasted area. In the latter there is a zone exhibiting some polishing and smeared metal on the posterior side. Conclusion. The hip prosthesis was revised after approximately 1 year and 4 months in vivo due to pain. The per states that during revision surgery a fracture of the revitan stem at the connection pin was discovered. The fracture occurred due to fatigue in the non-blasted area some millimeters below the proximal end of the distal part. The fracture origin is located on the lateral side. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is a narrow, approximately half-circumferential stripe revealing smeared metal. This derived, most probably, from the contact with the distal stem body after the fracture. Bone attachments could be observed on the distal part of the revitan stem but not on the proximal part. According to the received information the patient had a fall and was admitted in the hospital due to a per-subtrochanteric fracture of the right femur on (B)(6) 2015. On (B)(6) 2015 a total hip prosthesis (revitan stem and allofit it cup) was implanted. Based on the x-rays taken before revision it is unclear if and how the per-subtrochanteric fracture was fixed as no fixation material can be observed. As the complete x-ray follow-up is not at hand, the clinical course of the per-subtrochanteric fracture in the timeframe between implantation and revision stays unknown. The second x-ray view taken before revision shows osteolytic cavernous bone defects around the proximal part of the revitan stem which indicates a suboptimal bone support. Without the complete x-ray follow-up, it can only be assumed that the bone support was either suboptimal from the beginning or developed later into a not optimal situation. According to the bmi scale the patient can be classified as obese class I (bmi (B)(6)). The revitan® revision stem system package insert, that accompanied the proximal part of the stem, indicates under the warnings section that heavy patients who engage in high levels of physical activity and who do not have proximal bone support, especially medially, are subject to a risk of implant failure when a modular revision stem is use. Based on the above facts it is hypothesized that the stem did not have sufficient proximal bone support and that this, probably in combination with the patient¿s overweight, has led to the fracture of the stem. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential ¿pin breakages¿ of the revitan revision hip system in the future. Zimmer (B)(4) decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on (B)(6) 2017. As the actual device reported is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. An e-mail requesting the following additional information was sent on april 07, 2017 to the appropriate representatives. Note: the actual device reported is not marketed in USA, but devices with similar characteristics (i.e. Fitmore hip stem ref# 01.00551.110) are marketed in USA, and therefore this report was filed. (B)(4).

Event description:
It was reported that the patient was implanted a revitan, distal part, curved, uncemented, 22/200 on (B)(6) 2015. The patient was revised on (B)(6) 2017 due to pain. During the revision surgery the breakage of the distal part of the stem was found.

Manufacturer narrative:
Additional information has been received. The manufacturer received the device and investigation is in progress. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).